Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis with culture positive for candida unknown (fungal) in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, the patient began remedial treatment with injection fortum (1g daily, route not reported), injection reflin (1g daily route not reported), injection vancomycin (1g once in five days, route not reported) and fluconazole (100ml daily, route not reported). On an unreported date in (B)(6) 2011, the event of peritonitis had resolved. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. Concomitant medications were not reported. The nurse stated the event was unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.